Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), arthralgia ("joint aches"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysmenorrhoea, mood swings, urinary tract infection, migraine, allergy to metals, anxiety, abdominal distension, weight increased, arthralgia, vulvovaginal pain and pelvic pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, dysmenorrhoea, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date of insertion: 2013, 2014 (as reported) as reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs and mr received. Previously reported event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, nickel allergy, psychological or psychiatric problems condition: anxiety, reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease, gastrointestinal or digestive system condition type: bloating, pain, weight gain, vaginal pain, pelvic pain and plaintiff did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.